Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patients ipg lost communication with external devices following a surgery. A manufacturer representative was able to recover the ipg. The device is providing therapy.